Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. A review of merlin.net logs confirmed the pes was able to power on and transmit with the replacement power supply. Based on the information received, the cause of the reported incident could not be determined. If new information about the issue is received, a new complaint will be generated, and the event will be investigated.

Event description:
The patient reported exposed and frayed wires on the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The patient reported exposed and frayed wires on the power supply. The power supply was replaced and there were no adverse consequences reported by the patient. The device was not received for investigation.